Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling addresses the reported event as follows: method of use-posology ¿ "juvéderm ultra¿ xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity and performance of the product and it can therefore no longer be assured. Failure to comply with these precautions could cause a disengagement of the needle and/or product leakage at luer-lock level."

Event description:
Healthcare professional reported "by the time of injection" with a syringe of juvéderm ultra¿ xc "the needle disengaged and the product leaked through the cannula." Patient contact occurred. No injury was reported.

Manufacturer narrative:
Device history record summary: the release step combined with the absence of any deviation shows that no element could explain this issue: all the syringes are inspected individually after filling and no problem was detected. There was no non conformity on the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip).

Event description:
Healthcare professional reported "by the time of injection" with a syringe of juvéderm ultra¿ xc "the needle disengaged and the product leaked through the cannula." Patient contact occurred. No injury was reported.